Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including pacer testing without duplicating the report. The ECG and pacer board were replaced as a precaution. The device was recertified and returned to the customer. Accessories used were not returned for evaluation. No trend is associated with reports of this type